Event description:
Dealer states that the chair keeps intermittently coming up with max back angle. Wanted a quote on the mercury switches to resolve the issue. Per (B)(4) in tech, the dealer has ordered numerous electronic parts trying to fix the problem on this chair. No one in tech ever told him that it was probably the proximity switch until today. We will take back the parts that he has ordered and send this one out at a charge. There will be no restock fee on the return.